Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the implantable neurostimulator (ins) had early/ premature battery depletion. The nurse noticed the battery depletion during a routine device check. The device was replaced on (B)(6) 2016 and the settings were set to default nominal. The issue was resolved, the patient was alive with no injury, and the device would be returned. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins was functionally okay with insignificant anomalies. The ins functioned normally during testing and there was no indication of low battery readings. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.